Event description:
Clinic notes dated (B)(6) 2015 reported that the patient presented with an increase in seizure frequency (up to four seizures per day), and the mother felt the vns battery may be low. The physician assistant's assessment indicated vns "battery near end of life." The patient was referred for generator replacement as a result. Previously, clinic notes dated (B)(6) 2015 report mother stated the patient was experiencing smaller seizures a lot (up to five seizures per day) with one major seizure per week. This was the reason for the appointment. However, the history of present illness indicated that seizure frequency remained the same, and the vns magnet helps to lessen seizure intensity. No medication or vns changes were made. Generator replacement occurred on (B)(6) 2015, and the generator will not be returned for analysis per explant hospital policy. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported the gender incorrectly.

Event description:
Additional information was received from the physician's assistant who reported that the device was showing an end of service message and she attributes the increased seizures to the end of service (loss of therapy) condition. The patient has done really well with vns therapy. No device issues were suspected.